Event description:
A home pt contacted the baxter technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during dwell 5/6 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected themself from the pt line during a dwell cycle. When the pt returned, they reconnected themself back up, and received the alarm shortly after. Baxter technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.